Event description:
Event: (cc# 98-00996) the iab was inserted into the patient on 7/17/98 at 5:15 p.m. On 8/10/98 at 5:55 p.m., the iab leaked and the iab was removed. No second iab was inserted. On 8/28/98, the following was reported to datascope: the iabp alarmed "blood detected". Blood was noted to have entered the pump pneumatics. The tubing connections were also noted to be red tinged. There was not any noted "streaking" of the connection tubing and there had not been any previous alarms. The alarm was reported to the doctor. The balloon was disconnected and the iab was removed. There was no patient injury or complication as a result of the event. The patient remained hemodynamically stable in ICU with chronic heart failure and cmp. [Event complications]: none from the event - reported 8/11/98 and 8/28/98. [Patient's current status]: stable - reported 8/11/98.